Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell modules, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, the top cover and the front enclosure were cracked, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The front enclosure and top cover will be replaced to address the damage. A review of the archive data showed multiple (ua) 07 around the event date; thus, confirming the reported complaint. The archive also showed (ua) 12 (lifeband not present), (ua) 20 (position out of range), and (ua) 45 (drive shaft not at home position) error messages, unrelated to the reported complaint. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 20 is an indication that the autopulse has detected that the drive shaft is not within the normally acceptable range of positions. The recommended actions to take for this type of user advisory are: fully extend lifeband® by pulling both straps completely out of channel. Cycle power. Return the drive shaft to home position using the administrative menu. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load cell characterization test indicated that both load cell modules were defective. The load cell modules will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The issue persists after swapping out the lifeband. No patient involvement.